Manufacturer narrative:
E1: phone poste (B)(6). A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a 'motor not running' issue. There was no patient involvement.

Manufacturer narrative:
One device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection was performed. The customer reported complaint was verified and duplicated during testing and inspection. The device malfunction was due to the worn-out leadscrew and the worm gear, both components were replaced.